Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1031 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was clotting with the PICC line. No other information was provided. This report addresses patient #4 and lot number recu1031.